Manufacturer narrative:
No further info is expected for this specific event and the case in considered closed. The root cause of this event cannot be determined.

Event description:
While customer was in hemodialysis session, she felt like an emptiness in the stomach, then she had difficulties for breathing, she got recovered with oxygen. Patient recovered without serious injury. Medical intervention was needed as follows: concomitants: hydrocortisone 200mg IV, calcium gluconate 1/5 ampoules IV.